Manufacturer narrative:
Additional information received on (B)(6) 2019 indicating no patient injury. Device evaluation summary: one cadd solis vip pump was returned for analysis in used condition. Visual inspection of the pump showed that pump had cracked lens, broken battery compartment and also evidence of fluid contamination in battery compartment. The customer reported problem was able to be duplicated. Based on the evidence, the complaint was confirmed. The problem source was identified as user induced fluid contamination of main power board.

Event description:
Information was received indicating that a smiths cadd®-solis vip ambulatory infusion pump will not power on. There was no reported injury to the patient.